Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned terminal segment was performed. Visual inspection noted the lead had been severed 6.5 cm from terminal pin. Resistance testing confirmed the electrical continuity of the lead segment. Analysis determined the lead damage occurred at the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that interrogation of this device showed less than six months remaining until elective replacement indicator (eri). The patient was experiencing intermittent atrial tachycardia (at) which was being undersensed. The boston scientific representative stated some of the undersensing was due to performance issues with this atrial lead. Atrial impedance measurements had decreased from 600 ohms to 200 ohms which had triggered the lead safety switch (lss). Pacing was intermittent in bipolar and unipolar configurations at output of 5.0 volts. The atrial sensitivity was decreased for improved sensing; however, this caused the device battery status to change from less than six months remaining to one in a half years remaining. The device was reprogrammed to vvi configuration and the patient was to be seen in three months time for a possible lead revision. The lead was subsequently removed from service for an unspecified reason and unspecified date. No additional adverse patient effects were reported.